Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door was closed but the rotor will not adjust after the door is closed for a true anterior posterior (ap) shot. There was no patient present. Door won't close all the way.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switch was pushed in, re-seated door switch and adjusted to spec. The imaging system then passed the system checkout and was found to be fully functional. (B)(4).